Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) recorded noise on all three channels, exhibited by this transvenous defibrillation lead and competitive atrial pace/sense lead. The noise on the atrial and right ventricular (rv) channels was oversensed and resulted in up to four seconds of pacing inhibition. A technical services (ts) consultant discussed that the noise was likely an external source and recommended continued monitoring for future events. To date, there have been no reported adverse patient effects associated with this clinical observation. Additional information was received indicating this device reached elective replacement indicator (eri) and was replaced. No adverse patient effects were reported.

Manufacturer narrative:
At this time, no further information is available and attempts to obtain additional information have been unsuccessful. As of today, the available information suggests this device and lead remain in service without additional complication. If any additional information related to this incident becomes available, this event will be updated. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.